Manufacturer narrative:
The information submitted reflects all relevant data received. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo and the outer insulation of the lead was observed to have blood ingression. (B)(4).

Event description:
The right ventricular lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.